Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 27x1/2 leaked; it was reported by customer that velcade leaked out of the needle where the needle connects to the plastic base. Verbatim: rcc received a complaint via email of units that experienced the problem 1 date of occurrence 10/15/25. If applicable identify the drug, infusion rate, primary or secondary infusion. Velcade subcutaneous general description of complaint using a texium 3 ml syringe with a bd eclipse 27g x ½¿ needle. When giving subcutaneous injection of velcade ¿ velcade leaked out of the needle where the needle connects to the plastic base (not a leak at the leur connection) is there sample available, please retain. Yes, I have the needle and package. Patient injury y/n, details of injury. No. Was medical intervention necessary? Y/n, describe; no, patient received most of the dose of drug. Was therapy interrupted? Y/n explain; no. *if product has chemotherapy or hazardous chemicals, please see special instructions. Trace chemotherapy in and on syringe and needle.